Manufacturer narrative:
Standard disclaimer on file.

Event description:
A 73 year old type I diabetic for 26 years was nauseous and vomiting. The next day, she was shaking and falling. When she tested on the suspect device, the blood glucose reading was 245 mg/dl. At the hospital her blood glucose was > 700 mg/dl. As per labeling, readings may be lower than true concentration in hyperglycemic and hyperasmolar states with or without ketosis. Suspect device not coded correctly, never cleaned. Test strips stored in kitchen.